Event description:
The user facility reported during a patient procedure that their 4085 surgical table was experiencing an intermittent issue with the floor lock engagement. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found that two error codes ("wrench 10" and "wrench 25") were active indicating that the table required repairs. The wrench 10 code indicates the floor locks require inspection and wrench 25 code indicates a hydraulics failure. To address the error codes, the technician replaced the p2 floor lock pressure switch and replaced the power supply/charger. Following these repairs, the technician tested the table, confirmed it to be operating according to specification, and returned it to service. The 4085 surgical table operator manual states (6-1), "warning-personal injury and/or equipment damage hazard: failure to perform periodic inspections of the table could result in serious personal injury or table damage. Repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel." No additional issues have been reported.